Manufacturer narrative:
(B)(4). Pt information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported the ventilator alarmed that it was operating on battery power then shut down; then unit will not turn on. The customer reported the unit was in use on pt, but there's no pt harm.